Manufacturer narrative:
The radiographic image appears to show slight radiolucent lines; however, the radiographs were not evaluated by health care professionals. No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is reported that the patient was revised due to loosening and pain.

Manufacturer narrative:
Operative notes were received and reviewed. However, there is no change to the previously reported conclusion of the investigation.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing consistent pain, has trouble straightening his leg, and, after sitting for a while, walks with a limp. It is further reported that x-rays taken (B)(6) 2015 show "gaps."

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant medical products - persona articular surface p/n 42522000610 l/n 62628390, persona cr femur p/n 42502806802 l/n 62614833. The information contained within this report has no effect on previous investigation conclusion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.